Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer was experiencing high glucose for the past month. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 293 mg/dl, and she has treated with manual injections. The customer also reported having bent cannulas, which may have caused her glucose level to rise, and the insulin pump was not alarming. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.